Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant the lead measurements were stable. Approximately fifteen minutes after implant measurements it was reported that capture was not stable. New measurements were taken and showed increased threshold and impedance was greater than 2000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.